Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device would not open. Not reported how case was completed or pt consequence. No further info is available.